Manufacturer narrative:
(B)(4). One (1) applier of catalog number 543965 auto endo5 ml was received used, opened without its original packaging. The lot # 73j1400369 was confirmed with the sample received. During visual inspection observed: components look well assembled; inn good condition, not stuck clip in jaws. Failure mode "multiple staples" was not confirmed with sample received during visual inspection. Sample received did not confirm the defect reported by the customer "multiple staples." A corrective action cannot be established due to the fact of the sample condition (sample was received without remaining clips) and therefore a failure mode could not be duplicated. In additional, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing (2 clips per applier). However, we will continue to monitor trending of similar complaints.

Event description:
Alleged issue: the device was described as 'double firing'. Patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. Device sample has been returned to/received by the manufacturer; however, the investigation results have not been submitted/completed at the time of the report.